Event description:
A customer reported the error message, ¿scan again in 10 minutes¿ for 2 hours or more when scanning the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer had a loss of consciousness however was able to self-treat with food when he woke up. No third-party medical treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is not properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the sensor ears. An extended investigation has been performed. Visual inspection was performed on the returned sensor plug and it was not properly seated. The sensor was found to be in sensor state 5 (indicating normal termination). Cosmetic flaw was observed on sensor ears and cosmetic flaw would not have contributed to the customers complaint. No applicator or sensor pack was returned therefore the root cause is unknown. If applicator or sensor pack is retuned a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, ¿scan again in 10 minutes¿ for 2 hours or more when scanning the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer had a loss of consciousness however was able to self-treat with food when he woke up. No third-party medical treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.